Manufacturer narrative:
This product is not marketed in the us. Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn/split and foreign material on lens surface. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that surgeon attempted an implant of a 13.2 mm vicmo13.2 implantable collamer lens, -8 diopter, in the patient's left eye (os). Lens tear/break before injection into the eye was noted. Lens was not implanted.